Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged monitor case, check therapy electrode messages) has been confirmed.  A us distributor returned a monitor and reported being unable to complete incoming functional testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the  pulse wire within the receptacle.  The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving check therapy electrode messages and reported a damaged monitor case.